Event description:
A caller reported temperature alarms 10 and 11, which occurred while the pump was charging and using tandem charging supplies. The impact on the customer¿s blood glucose level is unknown, as the caller declined to answer whether it exceeded 500 mg/dl. To address the issue, technical support decided to replace the pump and confirmed the customer's shipping address. The customer was informed that the pump needed replacement, as it was no longer under warranty, and was instructed to return the problematic pump using the provided pre-paid label and return box, following the depletion of its battery. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.